Event description:
The customer reported that following an aorta/femoral angiography in 2001, a vasoseal es was deployed. Following deployment, manual pressure was applied for five minutes to achieve hemostasis and no bleeding or hematoma was noted. A sterile dressing was then applied. Upon routine post procedure check of the site, the patient complained of tenderness approximately 3 inches superior and lateral to the puncture site. The physician ordered manual compression of the site for fifteen minutes and a CT scan of the abdomen/pelvis. The CT revealed a retroperitoneal bleed. The patient was transfused with two units of blood. The patient remained stable at the time of the report. No further complications were reported. The patient was transfused with two units of blood. The patient remained stable at the time of the report. No further complications were reported.